Event description:
It was reported that the customer needs the clutch on the pump inspected.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed cracking on right plunger case and top case. Functional testing involved multiple flow and occlusion tests. The reported issue was not duplicated during the investigation, the clutch functioned as intended. The clutch half's left and right with leadscrew and screw as a preventive measure. Replaced cracked right plunger case, top case, plastic parts of plunger head, lcd and bottom case. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1, d4: model, catalog, UDI

Manufacturer narrative:
Other, other text: h6) additional information was received indicating that there was no patient injury.